Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Approach was obtained from the left antebrachial vein. The 80% stenosed lesion was located in a severely calcified and moderately tortuous left antebrachial vein shunt. A non bsc sheath was inserted. A non bsc guide wire crossed the lesion. The mustang 5.0 x 40, 40cm balloon was advanced to the lesion. On the first inflation the balloon ruptured at seven atmospheres. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). As the device has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).